Manufacturer narrative:
Batch records were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. Retention samples were tested and met the qc criteria. The issue was not found in the retained cassettes. The complaint could not be verified and the root could not be determined.

Event description:
Invalid result (s). Customer stated that they performed the test procedure correctly, but that the results window showed a band in the control section and then turned pink everywhere else on the test strip making it difficult to interpret result.